Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to low blood pressure. The customer did not recall the blood glucose at the time of admission, but stated that he had low blood glucose in the last four mornings after admission to the hospital. The blood glucose reading was 40 mg/dl. The hospital let him know that the low blood pressure was related to diabetes.

Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08725 inches. Insulin pump received with cracked case at display window corners, display window and reservoir tube lip. Insulin pump received with broken off piece at the battery tube threads. Insulin pump received with minor scratched display window and case. Insulin pump received with missing end cap sticker and stained back address serial number label.